Event description:
It was reported that the pt's device system was removed due to infection. No pt symptoms or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.